Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 160 mg/dl. Reportedly customer lost consciousness and fell causing a dislocated shoulder. The customer drank grapefruit juice and then went to the emergency room where they were treated intravenously with fluids and pain medication. Reportedly, the customer was released same day with the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.